Event description:
It was reported that a fiber broke in the flexible endoscope, at approximately 25 cm away, in a straight line. The flexible ureteroscope was punctured and rendered non-functional. It was noted that the procedure was not performed. There were no patient complications.

Event description:
It was reported that a fiber broke in the flexible endoscope, at approximately 25 cm away, in a straight line. The flexible ureteroscope was punctured and rendered non-functional. It was noted that the procedure was not performed. There were no patient complications.